Event description:
It was reported that the patient presented with an over-sensing on the right atrial (ra) lead. No patient symptoms or intervention was reported.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014. Further information was requested but not received.